Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.4 inr. The result for a venous sample tested in the laboratory was 1.9 inr. The laboratory used dade innovin reagent from siemens. There was approximately a half an hour between the drawing of the laboratory sample and the testing on the meter. The therapeutic range was 2.0-3.0 inr (target 2.5 inr). There was no allegation of an adverse event. Relevant retention test strips (lot 124156-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
One vial of test strip lot 124156-11 containing seven test strips and the coaguchek xs meter were received for investigation. The test strips and vial showed no defects, however one strip was inserted into the meter. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. (B)(6). The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and retention material complied with specification.